Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/10/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up with the appropriate audible and vibratory functions. All the buttons responded properly and removal of the cover did not find any damage or contamination on the button contacts. The investigation was unable to duplicate the reported button issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the contrast/back light button was unresponsive causing the screen to be dim and difficult to read. This complaint is being reported because the issue remained unresolved with troubleshooting. There was no reported adverse event associated with this complaint.